Manufacturer narrative:
Reported event: an event regarding loosening/malposition involving a trident shell was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated that the device has bone ingrown and damage consistent with time spent implanted and damage consistent with explantation. There is nothing further remarkable to note. -clinician review: a review of the provided medical records by a clinical consultant indicated: "an ap pelvis x-ray shows bilateral advanced hip osteoarthritis. A second ap pelvis demonstrates a hybrid right tha with cemented stem and press fit acetabulum. The cup is in anatomic position. The CT image shows that the cup has changed in position as compared to the ap pelvis x-ray. Loss of fixation of an acetabular tha component with change in position is confirmed. The root cause for this loss of fixation cannot be determined from the documentation provided." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to the cup moving 20degrees compared to original position. A review of the provided medical records by a clinical consultant indicated the following: "an ap pelvis x-ray shows bilateral advanced hip osteoarthritis. A second ap pelvis demonstrates a hybrid right tha with cemented stem and press fit acetabulum. The cup is in anatomic position. The CT image shows that the cup has changed in position as compared to the ap pelvis x-ray. Loss of fixation of an acetabular tha component with change in position is confirmed. The root cause for this loss of fixation cannot be determined from the documentation provided." Visual inspection of the returned device indicated that the device has bone ingrown and damage consistent with time spent implanted and damage consistent with explantation. There is nothing further remarkable to note. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported by rep: "I've just had a request from a professor (B)(6) has asked for some investigation into a trident cup first implanted three weeks ago and removed on monday (B)(6) due to the cup moving 20degrees compared to original position." Update: cup moved 20 degrees compared to original position and started to dislocate. Cup was removed 5 weeks after original implantation.

Event description:
As reported by rep: "ive just had a request from a professor wo has asked for some investigation into a trident cup first implanted three weeks ago and removed on monday 22nd april due to the cup moving 20degrees compared to original position." Update: cup moved 20 degrees compared to original position and started to dislocate. Cup was removed 5 weeks after original implantation.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.